Manufacturer narrative:
(B)(4). The device was received by baxter and an eval was performed. The system error 322 was reproduced during testing. Eval has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies will be replaced.

Event description:
It was reported a pump has a system error 322. The customer stated there was no pt injury.